Event description:
It was reported that the patient's device was noisy, overheating, and not providing enough oxygen. Replacement columns did not resolve the issue. As a result, the patient's oxygen levels would drop and they would experience difficulty breathing. When the patient is home, they are able to go to their stationary unit; however, when the patient is at work traveling, they are unable to get access to a backup device. The patient mentioned they have been hospitalized previously due to this issue. A replacement device was sent out to the patient and the patient is doing better.

Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.